Event description:
It was reported that the pt had no hearing with his implant at activation. Reportedly, the wire to the fmt and the fmt itself were stressed several times during implantation. No intra-op in the testing was performed. One day post-op in situ testing showed unclear results. Further in situ testing indicated that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: as per currently available information, it could be assumed that the device was inadvertently damaged during implantation surgery. However, to confirm a root cause, an investigation of the explanted device is necessary. A potential date for revision surgery has not been scheduled yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
It was reported that the patient had no hearing with his implant at activation. Reportedly, the wire to the fmt and the fmt itself were stressed several times during implantation. No intra-op in situ testing was performed. One day post-op in situ testing showed unclear results. Further in situ testing indicated that the device had malfunctioned. Reimplantation was planned for the beginning of 2015. As per latest information received on (B)(4) 2015, the patient has no time available at the moment for a revision surgery.